Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis noted a broken handle, upper right hinge, latch tabs on the power cord bay and media bay door. All were replaced. It was further noted that there was a cracked solder on the electrocardiogram connector and therefore the link electronic module was replaced and calibrated and the software was reconfigured, reloaded and updated and that the system fan was noisy and it was also replaced. (B)(4).

Event description:
The programmer was returned as a result of being dropped and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.